Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site; as well as several revision surgeries (dates not reported) to place longer abutments. Subsequently, the abutment was removed and the site was sutured closed. The implanted device remains.